Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 38 mg/dl. The cause of low bg was unknown. The customer attempted to resolve the low bg by drinking soda; however they received third party assistance from an ambulance, who provided sugar tablets to address bg. This event did not cause an injury. Recommendation was made to consult with a healthcare provider to discuss diabetes management.